Event description:
It was reported that this lead was an attempted implant. During the procedure, the lead failed to capture and when trying to reposition the lead, the helix no longer extended. The lead was removed from the patient and retested and the issue persisted. It was suspected that the helix mechanism had broken. The lead was exchanged, and the procedure was successfully completed. No adverse patient effects were reported. The lead is expected to be returned.